Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while talking, due to t wave oversensing and noise. Technical services (ts) discussed how to change vectors using manual setup. Primary appeared good while alternate showed noise right away. Primary vector was programmed, with smartpass on. This electrode remains in service. No adverse patient effects were reported.